Event description:
A malfunction on the pump was reported by the caller, who noted that the pump screen went dark and wouldn't turn on. The customer reset the pump on their own prior to calling technical support. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.